Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3731 showed no other similar product complaint(s) from this lot number.

Event description:
Serous fluid from insertion site start date: (B)(6) 2020; end date: (B)(6) 2020 the ae is serous fluid from insertion site. Moderate severity and related to the device. Outcome: recovered, no sequalae. The event occurred at the left arm. Action taken: device removed. Reported via viedoc website.